Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently received an inappropriate shock while opening a car door. Upon review, it was determined that the therapy was delivered due to t-wave oversensing and myopotential artifacts. The patient was seen in-clinic, where provocative maneuvers revealed minimal myopotential artifacts. Diagnostic imaging was performed, which showed a potential slight electrode migration. The physician elected to reprogram the device to secondary vector with x2 gain and contacted boston scientific technical services (ts) for review. Ts confirmed that there were low r-wave amplitude measurements, which contributed to the t-wave oversensing. Additionally, there was evidence of myopotential oversensing. Ts noted that the x-ray image provided could have a slight rotation, which may have been interpreted as a migration. Additionally, it was confirmed that the new programming was the most suitable for this patient's morphology. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.